Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that heli-fx endoanchors and a valiant captivia stent graft were implanted in the patient to treat a type ia endoleak in an unknown stent graft. It was reported that four endoanchors were implanted and that the first endoanchor did not adequately penetrate the aortic wall and there remained a small type ia endoleak after the conclusion of the procedure. The endoleak was not new, no further treatment was provided for the endoleak it was reported that the patient died on the approximately two weeks post index procedure due to an ascending aortic dissection. Patient was deemed not a candidate for surgical repair and was treated with medical management. Event was related to the aortic aneurysm treated by endoanchors. Sponsor assessed the event as possibly related to the study procedure and unlikely related to the endo anchor.